Manufacturer narrative:
The product has not been returned and no return is expected. The dealer states that he has no further information.  The complaint of the chair turning on and driving by itself could not be confirmed.  The dealer states that he will check the joystick and cables but has ordered no replacement parts.

Event description:
The dealer stated that the end user is alleging that the chair will turn on and start going on its own.